Event description:
The user facility reported the reliance washer was leaking water onto the floor and through multiple rooms. There were no procedural delays/cancellations or injuries reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found the recirculation pump leaking. The cause of the leak was a deteriorated pump gasket. The unit was installed in 2010 and has not been under steris warranty or service contract since (B)(6) 2011. To resolve the issue, the technician replaced the pump gasket, tested the unit and confirmed the unit was operational.